Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; comparison of treatment options for aortic necks outside standard endovascular aneurysm repair instructions for use o¿donnell et al, j vasc surg 2021;74:1548-57 https://doi.org/10.1016/j.jvs.2021.04.052. Mean age, mean gender, exact date of implant unknown there was no information to suggest any medtronic device failure caused or contributed to a death. Deaths are common occurrences however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable as MDR or vigilance unless clearly stated as being associated with medtronic product. If information is provided in the future, a supplemental report will be issued.

Event description:
Aneurx, talent, endurant stent grafts and heli-fx endoanchors were implanted during the endovascular treatment of abdominal aortic aneurysms both within and outside of the IFU on unknown dates. The following adverse events were reported: type ia and type ii endoleaks,ii reinterventions, open conversion. There were only two perioperative deaths. The cause of the adverse events are undetermined. No additional clinical sequelae were reported and the patient will be monitored. There was no information to suggest any medtronic device failure caused or contributed to a death.